Event description:
The complainant alleged that during a routine shift check by a clinician the device would not power up and also reported a status fault code which complainant could not remember. The complainant indicated there was no pt involvement with this reported malfunction.